Manufacturer narrative:
The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Manufacturing date was unavailable at the time of filing. The suction was returned to the manufacturer. Functional testing and a visual and physical examination found that the component was damaged.

Event description:
Medtronic received information that straight suction was not fully seated in the tray. It was tested and it couldn¿t be verified. It verified once after about a minute and it was about 3mm off. There was no patient present when this issue was identified.